Manufacturer narrative:
Continuation of d10: product ID unk-nv-sab (unknown); product type: ; implant date n/a; explant date n/a g2: citation: authors: yuan shen y, li m, wang s, xia l, ni x, zhou l, zhong j, shi h, dong z. Treatment of intracranial aneurysms with pipeline embolization device: a single-center experience. World neurosurgery 186:e206-e212 2024. Https://doi.org/10.1016/j.wneu .2024.03.1. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding comparison of the efficacy and safety between intravenous thrombolysis, direct endovascular therapy, and bridging therapy for acute basilar artery occlusion in cerebral infarction patients. The time frame of this study was from january 2020 and august 2023. Multiple manufacturers¿ devices were used in the study population. Among the medtronic devices, the solitaire ab stent was utilized. Various adverse events were documented, including symptomatic intracerebral hemorrhage (sich), was 8.7% (10/114), the stroke-associated pneumonia rate was 52.6% (60/114), and the mortality rate was 39.5% (45/114).